Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used for a placement of a stent in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon burst at 2 atms. It was confirmed that there was no resistance met while inserting the device into the cbd. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information states that no pieces detached inside the patient and there were no sharp objects in the area of dilatation. It was confirmed that the device was not re-sterilized. It was reported that it was the first time the device was used. Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. The proximal sleeve of the balloon was also detached from the catheter and the proximal bond was missing. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used for a placement of a stent in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon burst at 2 atms. It was confirmed that there was no resistance met while inserting the device into the cbd. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.